Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 78" and "defib fault 79" and would not charge energy. Complainant indicated that there was no patient involvement in the reported malfunction.